Event description:
The ge oec 2600 uroview fluoroscopy system would not save images.

Manufacturer narrative:
A ge oec service rep investigated the issue and a defective hard drive that was removed and replaced, and reloaded software. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient info with respect to this issue.